Manufacturer narrative:
The technician found the brake linkage rod was broken. He used a brake/steer upgrade kit to repair the stretcher.

Event description:
Information received indicates the brake will set but does not hold.